Event description:
The patient reported that when her vns device was enabled in the past it caused her to have more seizures therefore her device was disabled. The patient has decided to try vns therapy again and has been referred for a replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.